Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 10, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was inspected under magnification. The complaint lens was removed from the gauze and cleaned. The optic body presented with cosmetic issues and the haptics were damaged. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was implanted in the patient's right eye and after surgery the visual acuity was as planned; however, the patient complained that the visual acuity gradually decreased. A fundus photography showed opacity in the vitreous body, but the physician considered that it did not affect the decrease in visual acuity. The patient had no past medical history, and the cause was unknown. The patient was examined two weeks post-op and the distance vision was 0.9. On (B)(6), one month post-op, the patient presented a vision of 0.4 (1.2p×s-1.00d c-0.5a160°) the physician determined that there was no error in selecting the diopter. The diopter was reassessed for lens replacement, and the iol replacement was scheduled for (B)(6). Through follow-up, we learned that the iol was explanted on (B)(6). The patient visual acuity was evaluated on (B)(6), and it was 0.8. No further information was provided.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to the obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.